Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if any further malfunction codes appeared.